Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during a routine x-ray of the kidneys, ureter, and bladder (kub), the bend relief was found to be detached.

Manufacturer narrative:
This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.